Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two (2) false positive results with binaxnow covid-19 antigen self test performed on an (B)(6) 2022 with an unknown sample. This report is for test one (1) of two (2). Testing was performed on (B)(6) 2022 using an unknown product that generated a negative result. The patient began showing symptoms on (B)(6) 2022 with a fever and cough. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction : correct date of submission of initial report is 24aug2022. Additional information : testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 210226 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 210226 and test base part number 195-430wl / lot 207462. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210226 showed that the complaint rate is 0.000688%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.